Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Sterilization record review: the sterilization lot record was also reviewed and it was found in compliance with the sterilization process parameters. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. If explanted, give date: not applicable, as the lens remains implanted. Initial reporter phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00v 23.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2018. Pre-operatively, the patient's eyesight was at 20/80, however, the patient's vision was reportedly blurry/foggy 8 days after surgery with a new eyesight of 20/67. There was also inflammation in the patient's anterior chamber/iris, but it was not strong. Vitreous cloudiness was not observed, both consciousness and pain was poor, and there was no infectious disease findings. There was also a history of using an iris dilator during the operation. Eye drops were prescribed to the patient which encompassed vigamox 6 times per day, bestron 6 times per day, limbeta 3 times per day, and nevanac 3 times. Reportedly, the patient's eyesight has recovered to 20/25. There was no additional medical or surgical procedures performed. No additional information was provided.